Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument tip had loose grip cables. The housing was opened and a broken grip cable was found inside the housing. The cable was broken near the clamping pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .032 - .094 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage ws likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the large needle driver instrument cable was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.